Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site on (B)(4) 2013. The fse reported that there was a delayed response in aspiration after the aspirate pump was activated. The fse discovered that the actuator at pinch valve vl9b (whole blood aspirate valve) was not allowing the aspirate tubing to open completely upon release of pressure. The fse replaced the actuator to resolve the aspiration issues and stated that the vl9b actuator failure was intermittent. Failure mode of the ongoing aspiration issues was the intermittent failure of the vl9b actuator. (B)(4). All related medwatch reports associated with this event: 1061932-2013-01448, 1061932-2013-01449, 1061932-2013-01450, 1061932-2013-01451.

Event description:
The customer reported recurring partial aspiration errors with associated p-flags on patient samples involving the coulter lh750 hematology analyzer. This report references the event which occurred on (B)(6) 2013. The customer reported obtaining partial aspiration errors (p-flags) again for patient samples on (B)(6) 2013 after the fse serviced the instrument on the prior day. No numeric values are generated when there is a partial aspiration error and there was no change or affect to patient treatment in connection with this event. The customer repeated all affected samples following the field service engineer's repair and no results were reported out of the laboratory with the partial aspiration flags. The customer declined to provide instrument printouts for this event. Qc (quality control) results prior to the event were within the laboratory's established ranges.